Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. At the customer's request, the device was then returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power up properly. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when a battery was installed it would attempt to power on; however, the screen remained black while the lights on the keypad lit up. Additionally, the device would beep every 3-4 seconds. This type of behavior is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary.